Event description:
It was reported that the patients ipg was difficult and not holding a charge. It was also reported that the patient could not connect to ipg and that the ipg was uncomfortable as it was too superficial. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and the ipg passed visual inspection. However, the battery quickly depleted and was unable to be recharged. It was cut open and it was revealed that the battery exhibited high sleep current 386ma. Electrical testing revealed a low vh resistance measurement 114 ohms, which indicates an electrical short within the application-specific integrated circuit asic. The damaged asic resulted in the premature battery depletion post explant. This type of damage is typically caused when the ipg is exposed to high voltage transients. Exposure to electrocautery can cause this type of damage. With all the available information, boston scientific concludes the reported will be assigned a probable cause of unintended use error caused or contributed to event. The ipg was likely damaged during the procedure due to being exposed to high voltage transients.

Manufacturer narrative:
Exact date unknown, event occurred before fall.

Event description:
It was reported that the patients ipg was difficult and not holding a charge. It was also reported that the patient could not connect to ipg and that the ipg was uncomfortable as it was too superficial. The patient underwent an ipg replacement procedure and was doing well postoperatively.